Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore on his back under the lifevest. The patient was using cortisone cream on the irritation which did not seem to work. The patient went to his dermatologists who prescribed a salve. After using the salve, the irritation improved.